Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was getting ready for a case the system would not power on. The health care professional was able to push the image to the external monitor but not to the cart monitor. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The monitor was connected to a known good system and the monitor had no displayed images. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was getting ready for a case the system would not power on. The health care professional was able to push the image to the external monitor but not to the cart monitor. No patient was present at the time of the event. While the manufacturer representative was replacing the monitor they changed the cable connection for the new monitor upgrade and the issue resolved.